Manufacturer narrative:
Though requested, pt info was not provided.

Event description:
During pt use, the down arrow button did not function during normal operation. Also the alarm silence led flashed constantly for some time. This issue could not be duplicated by the distributor. No pt injury was reported in this case.